Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurately low compared to another meter (brand unknown). The reporter stated that the subject meter gave results in the range of "47-62mg/dl", but was unable to recall the results from the other meter. The tests were performed within an unknown period of time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.